Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and other chronic intract pain (trunk/limbs). Information was reported that the patient stated her device has not worked in years. The patient stated she wants a new ins. No further complications were reported. No patient symptoms were reported.